Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone directional atherectomy system to treat a lesion in the mid superficial femoral artery. The lesion was described as fibrous with little tortuosity, little calcification and 90% stenosis. Artery diameter: 6 mm x 180 mm. The device has been used with a 7f sheath and a spider device. Minimal resistance was noted during advancement. Two passes were completed and the device was unable to open /close/cut. No damage evident to the distal tip, no unfamiliar sounds omitted from the motor. Cutter would not return into the nosecone. Also, upon removal it appeared that part of the outer housing was disconnected from nosecone. Another hawkone lx was used to successfully complete the procedure. No patient injury reported for this event

Manufacturer narrative:
Evaluation summary : the hawkone (h1) device was returned with the cutter driver attached. The finger-bearing was in the back position and the cutter was retracted. The distal assembly was inspected and found no damages or anomalies. The finger-bearing was pushed forward and the drive shaft advanced however the segment between the torque shaft and the torque shaft adapter separated. The bond between the torque shaft and torque shaft adapter was not intact. However, the drive shaft and cutter assembly remained intact and held the detached components as one unit. No indications of an insufficient bond between the two components was observed. Com :(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.